Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device failed to charge. Complainant indicated that there was no patient involvement in the reported malfunction.